Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, 0.2 micron filter, clave y-site, polyethylene-lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. It was reported hat there was a leaky filter on amber hyperal tubing. The customer did mention that the set was on for 4 days. There was unknown patient involvement, unknown human harm/adverse event, no additional information was provided .

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage at the filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.